Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and ¿to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs."

Event description:
The patient reported after wearing the pod for 2 days on her arm she noticed her site was red and irritated. She went to see her dermatologist who prescribed cortisone for her skin irritation.